Event description:
It was reported that after a procedure using the dyonics whirlwind 90 probe, it was noticed that a piece of the grate on the probe was missing. An x-ray was performed and revealed a small piece of metal remaining inside the joint. No other information was provided regarding further action and no patient complications were reported.